Manufacturer narrative:
The pump has not been requested for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 3013, the patient contacted animas requesting training on advanced pump features, as she had experienced a low blood glucose (bg) over the weekend that required assistance of another person to treat. The patient reportedly had not been using advanced features and normally just checks the bolus history to see what is on board prior to bolusing for bg or carbohydrates, and only uses the normal bolus feature. However, on an unspecified date the patient stated she was in a restaurant with friends and was distracted, and did not check the bolus history prior to bolusing for her meal. The patient subsequently experienced a bg of 28mg/dl with confusion. The patient thinks she may have passed out. The patient reported that a family member gave her juice to bring bg up. The patient wanted to schedule training on advanced features for safety purposes to avoid similar situations in the future. There was no indication or allegation of a pump malfunction. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to use error with the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/13/2014 with the following findings: the black box data and pump histories from the time of the alleged incident were unavailable for review, as they had been overwritten due to continued pump use. A review of the available black box data indicated that the last basal delivery occurred on (B)(4)2014 at 12:10pm. A review of the available pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.